Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The date of the event is an approximation. On (B)(6) 2024, it was reported that the patient experienced abdominal pain, low fever and the cgm readings were high the patient does not remember the exact value). The patient went to the hospital and they performed an x-ray and CT scan, checked her vitals. They took a bg reading which was off by 100 points compared to the cgm reading (no value reported). The patient was treated with IV fluids, short acting insulin and antibiotics (for the abdominal pain). The patient was discharged after 6 hours. At the time of the report the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 100 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.